Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking t-lock assembly was confirmed and the cause was related to component failure. The product returned for evaluation was one 3cg tls stylet. The wire was inserted through the t-lock assembly septum. An attempt to infuse water through t-lock using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed in the septum where the wire passed through. Microscopic inspection of the septum revealed gaps on two sides where the wire passed through an incision. Leaking water was observed at those gaps. The gaps at the wire insertion site resulted in the observed leakage and may have occurred as part of device assembly. The device is a supplied component and bd is working closely with the supplier to address this type of event. H3 other text: evaluation findings are in section h11.

Event description:
During evaluation of a returned stylet and t-lock assembly shows leaking through rubber stopper. No known impact to the clinician or patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The failure was found during evaluation of a returned sample.  Additional investigation is required to determine the cause of the failure. Results of the investigation are expected soon.

Event description:
During evaluation of a returned stylet and t-lock assembly shows leaking through rubber stopper. No known impact to the clinician or patient.